Manufacturer narrative:
The catheter broke when a nurse was repositioning the catheter. The catheter securement sutures had not been loosened prior to the attempt to reposition the catheter. Utmd is reporting this event because a uac cutdown was performed to remove the catheter from the pt. No blood loss occurred. Conclusion code: the uvc has the appearance that the tubing was severed as a the result of a tensile force break.